Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during the ventialtion of a patient, the device alarmed with tf 8912 (no motor, cuff pressure controller pressure low). Patient oxygen saturations decreased and the patient became unstable. The patient had to be manually bagged while being switched to another ventilator. No harm to the patient, user or third party was reported.